Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump died overnight due to not being charged. The customer's blood glucose (bg) level was 288 (mg/dl). The customer confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Reportedly, the customer reloaded the cartridge, resumed insulin delivery and delivered a bolus to address bg level.